Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced high blood glucose over 400 mg/dl due to his infusion set pulling out. Customer stated he has a tendency to run high but is working with the diabetes clinical manager to make adjustments. Customer also reported he had a few episodes where his blood glucose dropped below the threshold and attributed it to exercising. Nothing further reported.